Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to recurring incontinence. New artificial urinary sphincter cuff and balloon components were implanted. Additional information received indicated the patient outcome following the surgery was good.